Event description:
The customer reported to olympus, the telescope "oes elite", 4 mm, 30°, high definition, had a cracked lens. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely that the event occurred due to excessive use and/or caused by the impact of a major mechanical force (dropped or a fall). However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.